Event description:
The customer stated there was no audio tone coming from the insulin pump. Troubleshooting was performed and the insulin pump did not beep during the tone test. Customer also reported a blood glucose reading of 512 mg/dl, which she treated. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.